Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that needle clog occurred with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter, "consumer reported pen needle clog during priming, also stated that he has difficulty attaching the needle to the pen, said sometimes the needle will not attach. Consumer does not re-use, problem occurred about two weeks ago. Lot # 8163921, product # 320144, exp 06-2023. Reviewed steps for attaching pen needle, sending mail kit and replacement box to consumer."